Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient did not see transmitter listed in bluetooth settings. Patient was advised to remove sensor and install a new one. No additional patient or event information is available.